Event description:
The device was returned for repair. Follow-up information was later received reporting the epg (external pulse generator) was being used on a baby in the pediatric ICU at the time the event occurred. When the clinician was switching the battery, the device turned itself off right away, instead of maintaining output for the 15 second window. The unit was quickly switched to a different epg. There were no patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. However, the root cause could not be determined because the condition was lost during analysis. The lcd display was out of specification, the battery drawer contaminated, battery contacts compressed, ring bail bent, upper case broke, and keypad scratched. The pcb (printed circuit board) was replaced as a preventative.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The device was returned for repair. Follow-up information was later received reporting the epg was being used on a baby in the pediatric ICU at the time the event occurred. When the clinician was switching the battery, the device turned itself off right away, instead of maintaining output for the 15 second window. The unit was quickly switched to a different epg. There were no patient complications reported.